Event description:
It was reported that this right atrial (ra) lead was fractured and occluded in the left access, due this fracture and occlusion the physician was unable to extracted it. All the system remains implanted but deactivated. A new ra lead was implanted successfully. No additional patient adverse effects were reported.